Event description:
It was reported that pump displayed cartridge change error and caller was unable to connect with g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer completed pump reset with support, inspected cartridge o-ring and pneumatic tap area, cleaned pump as instructed, reattached cartridge, and successfully completed load process to resume insulin, while support also arranged replacement g7 sensor from dexcom.